Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Superior vena cava (svc) coil impedance spiked to 80 ohms, up from a trend that had been in the 20-65 ohms range. Right ventricular (rv) coil impedance spiked to 63 ohms up from a trend that had been in the 41-54 ohms range. Rv capture threshold has risen to greater than 2.375 volts and is consistently above 2.5 volts. Beginning (B)(6) 2016, ventricular sensing integrity counts up to 1250; ventricular tachycardia nonsustained episodes with evidence of lead noise oversensing. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range, and varying defibrillation and superior vena cava (svc) impedances. The lead also had high thresholds and oversensing sensing integrity counter (sic). It was suspected that a lead fracture could be possible. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It also indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, the pacing capture threshold in the right ventricle was elevated, and that there was an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the r-waves dropped.